Event description:
The user facility reported that an implanted impella rp flex pump triggered high purge pressure alarms roughly five minutes following placement. The purge cassette and bags were replaced but the issue persisted. Blood was then seen backing up in the purge line and the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use states the following: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿